Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed as the mitraclip arms relaxed more than expected post-deployment. It was reported that on (B)(6) 2020, the patient presented with mitral regurgitation (mr) grade 4. One mitraclip grasped the leaflets without issue, reducing the mr to trace. Deployment was performed per instructions for use, with the exception of the 2nd establishing final arm angle (effa). Instead of placing the arm positioner in neutral, the arm positioner was placed on the closed side of neutral to help prevent clip relaxing/opening after deployment. After deployment, the clip arms appeared to relax more than allowed or expected. The mr was reduced to mild, rather than trace as excepted post grasp and prior to deployment. The clip remained stable and well seated. There was no adverse patient effect. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. This event was further reviewed by an abbott vascular medical affairs manager stating that the provided movies show a slight worsening of the mitral regurgitation (mr) before and after deployment. From the provided echoes, an opening of the clip cannot be confirmed as a possible cause of the event. The worsening of the mr after the deployment is something not so unusual which can be caused by many different situations. All available information was investigated and a definitive cause for the reported unintended movement (clip open ¿ establishing final arm angle and clip open while locked) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the mitraclip opened initially upon the second establishing final arm angle (efaa). The clip was closed and deployment was initiated. The clip opened again once fully deployed and when the mandrel was pulled back. Per imaging review, the mitral regurgitation (mr) had worsened from the pre-deployment assessment to post-deployment. The mr however, had been reduced from pre-procedure grade 4, to mild post clip implantation.